Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that when they moved to a new facility, they came across a phacoemulsification handpiece that had been heating up.

Manufacturer narrative:
Additional information provided in event problem and evaluation codes and additional manufacturer narrative. The phaco handpiece was manufactured on march 10, 2017. Based on qa assessment, the product met specifications at the time of release. With no additional, related information provided, the customers reported event could not be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).